Event description:
It was reported that during a low anterior resection procedure, the target site was the rectum below the peritoneal reflection (rb); the device was used at the first firing. The device was fired and the tissue was cut, and then the device was released. However, the bowel was not stapled. There were no staples on the tissue and also there were no staples inside the staple pockets even though the staple drivers were up. Additional suture was performed by hand and the tissue was anastomosed with (B)(4). Although there was no problem at the leak test, a covered stoma was created just in case. The possibility of the stoma had been communicated to the patient before the operation. The doctor suspected that there had not been any staples inside the device originally. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following response was received on 12/8/2010: was a possible stoma discussed with the patient prior to surgery due to patient conditions, or something else? Please explain. If not a result of patient condition, was the stoma a direct result of the issue with the device? We have no detailed information. What was the quality of the tissue in the area where the device was fired? We have no detailed information. What was the patient's pre-op diagnosis? We have no detailed information. What is the patient's age and sex? We have no detailed information. What is the current status of the patient? We don't hear that the patient has gotten bad. Have you been able to find out when the stoma will be reversed? We have no detailed information. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.